Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. A definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed on the clip delivery system (cds) to report the clip opening during use. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The left atrium was accessed with the steerable guide catheter which crossed the inter-atrial septum. This septum was very thin and floppy. The cds was prepared and advanced to the mitral valve. The leaflets were grasped and the final arm angle was tested, but the clip opened to 40 degrees. The clip was reclosed and final arm angle was tested again; this time, it remained closed and the first clip was successfully implanted. A second mitraclip was implanted reducing mr grade to 1. After the sgc was removed, the inter-atrial hole was larger than expected, therefore, an amplatzer septal occluder was implanted to close the hole. There was no adverse patient sequela. No additional information was provided.